Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered inappropriate therapy due to oversensing. Automatic setup was performed, and the device chose the primary sensing vector which is the same sensing vector the inappropriate shock was delivered in. The smart pass feature was activated. An x-ray shows what appears to be electrode dislodgement. Technical services (ts) was consulted for guidance. Ts recommended additional postural based isometrics and pocket manipulations in attempt to recreate noise. Ts confirmed that there was no visible lead damage observed on x-rays but lead appears stretched or elongated possibly from device traction or possibly from angle of x-ray. There is also a sharp bend of the lead at the device header exit. Patient will be called in for troubleshooting. Additional information received indicates that postural based isometrics and pocket manipulations were performed with no ability to recreate the clinical observations. No intervention was performed and the patient will be monitored. The device system remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered inappropriate therapy due to oversensing. Automatic setup was performed, and the device chose the primary sensing vector which is the same sensing vector the inappropriate shock was delivered in. The smart pass feature was activated. An x-ray shows what appears to be electrode dislodgement. Technical services (ts) was consulted for guidance. Ts recommended additional postural based isometrics and pocket manipulations in attempt to recreate noise. Ts confirmed that there was no visible lead damage observed on x-rays but lead appears stretched or elongated possibly from device traction or possibly from angle of x-ray. There is also a sharp bend of the lead at the device header exit. Patient will be called in for troubleshooting.